Event description:
It was reported that non-sustained lead noise episodes were observed via a merlin.net transmission. Review of the stored egms episodes revealed a short episode of noise. Bringing the patient into clinic to investigate potential sources of emi and conduct lead testing was recommended.